Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test, battery testing and a review of the alarm log were performed. During battery testing a low battery alarm was found, the cause of this was an inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.